Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly; the pusher assembly was kinked approximately 14.0, 67.0 and 117.5 cm from the proximal end; the embolization coil was intact with the pusher assembly; the distal tip of introducer sheath had coagulated blood inside.the outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device confirmed that the pc400¿s pusher assembly was kinked in multiple locations. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. The distal tip of the introducer sheath was cut by the penumbra investigator to remove the coagulated blood. The od of the embolization coil was measured and found to be within specification. The pc400 was advanced through a demonstration px slim without an issue. However, due to the kinks in the pusher assembly the pc400 was deemed nonfunctional. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coils 400 (pc400). During the procedure, the physician deployed and detached three pc400s into the target vessel using another manufacturer's microcatheter. While advancing a new pc400 through the microcatheter, the physician suddenly experienced resistance and was unable to advance the coil. Therefore, the pc400 was removed from the microcatheter and upon removal the physician noticed the pc400 pusher assembly was kinked. The procedure was then completed using a new pc400 and the same microcatheter. The physician flushed the microcatheter before and after each coil used but did not use a rotating hemostasis valve (rhv) in this procedure. There was no report of an adverse effect to the patient.